Event description:
It was reported that the customer's insulin pump was threshold suspending, based on a low sensor reading of 63 mg/dl while the customer's blood glucose was 135 mg/dl. Customer also stated he had received a sensor reading of 81 mg/dl while customer's blood glucose was 171 mg/dl. Other reading pairs included 63 mg/dl while blood glucose was at 143 mg/dl, 213 mg/dl from the sensor while blood glucose was 154 mg/dl and a 232 mg/dl sensor reading when customer's blood glucose as 138 mg/dl. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.